Event description:
It was reported that (1)mcm20 was used during a coronary artery bypass graft procedure. It was reported by the rep that the clips not forming tight enough to ligate vessels. The distal tips closing and forming an oval around vessels but not clamping entire clip together. Opened another device to complete the case. There was no consequence to pt.